Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that double lumen PICC replaced. One of the double lumens was completely blocked by tubing that was lodged and stuck in the lumen. Because of this, no new tubing or needleless connector was about to be replaced. Tubing was left open to air causing the entire line needing to be replaced in order to be used. No defect was noted on insertion and placement on product. The issue happened after placement and verification of ok to use. No impact/harm to patient known. Patient received all medications needed and we were able to fix the line before next medication administration order.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in the luer hub is confirmed; however, the exact cause is unknown. Five photographs of a dual lumen powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed what appears to be a broken clear male luer piece stuck inside the red female luer hub. The clear piece was observed to protrude slightly from the luer hub. The edges of the clear male luer piece were observed to be rough and uneven. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.